Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all specification requirements, allowing it to be released for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Asthma exacerbation is listed in the dfu as a potential adverse event that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4). According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2013. The procedure was completed successfully. Following the procedure, on (B)(6) 2013, the patient experienced an exacerbation of asthma with severe chest tightness. The patient was hospitalized on the same day and treated with prednisone and albuterol nebulizers. The patient was discharged from the hospital on (B)(6) 2013. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.04, fev1 % predicted: 73.38, fvc: 3.11, fvc % predicted: 94.82. Post-bronchodilator: fev1: 2.27, fev1 % predicted: 81.65, fvc: 3.25, fvc % predicted: 99.09. Additional information received as of (B)(6) 2013. According to the complainant, the event of exacerbation of asthma was considered resolved as of (B)(6) 2013.

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2013. The procedure was completed successfully. Following the procedure, on (B)(6) 2013, the patient experienced an exacerbation of asthma with severe chest tightness. The patient was hospitalized on the same day and treated with prednisone and albuterol nebulizers. The patient was discharged from the hospital on (B)(6) 2013. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.04, fev1 % predicted: 73.38, fvc: 3.11, fvc % predicted: 94.82. Post-bronchodilator: fev1: 2.27, fev1 % predicted: 81.65, fvc: 3.25, fvc % predicted: 99.09.